Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. Upon visual inspection of the instrument the fse discovered that one of the peristaltic pump tubings was pinched which led to the reaction vessels (rvs) not be completely aspirated. This leaves behind unbound analyte which can cause elevated results in sandwich assays such as the access accutni+3 assay. The fse replaced the tubing and performed a routine system check which passed within instrument specifications. In conclusion, a hardware malfunction of the peristaltic pump tubing was the cause of the non-reproducible elevated access accutni+3 results obtained by the customer.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for two (2) patients on the laboratory's access 2 immunoassay system serial number (B)(4). The customer reanalyzed both of the patients' samples on the laboratory's alternate access 2 immunoassay system portion of their unicel dxc 600i synchron access clinical system serial number (B)(4). Both results obtained were within the assay's normal reference range. In addition, patient 2 was also reanalyzed on the original access 2 immunoassay system and another elevated access accutni+3 result was obtained. One of the elevated access accutni+3 results was released from the laboratory but the customer was unable to determine the exact result released. There was no report of change to or impact to patient treatment in conjunction with this event. Assay quality control (qc) and calibrations were performing within the laboratory's and assay specifications prior to the event. Also, a few days prior to the event the customer had performed a routine system check which initially failed the washed parameter. The system check was rerun the same day and passed all parameters. After the event, the customer performed another routine system check which failed the washed parameter again. The customer performed maintenance on the instrument including cleaning the precision valve and changing the aspirate probes and then reran the system check again. The system check continued to fail due to the washed parameter. The patients' samples were collected in plasma tube with a gel separator which were centrifuged in a statspin centrifuge. The customer was unable to provide the exact centrifugation time or speed. There were no reports of sample integrity issues in association with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.